Event description:
As reported, during use of a 5mm 180cm angioguard rx embolic capture guidewire (ecgw) system, prior to retracting the filter into the release sheath, it was realized that the release sheath was bent, and the filter could not be retracted in any way. A new 5mm 180cm angioguard rx ecgw system was successfully used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a procedure to stent the carotid artery. The vessel characteristics at the target site included mild calcification, mild tortuosity, and 80% stenosis. The device was stored and prepped per the instructions for use (IFU). The device was adequately flushed prior to attempting to load the filter and no difficulty was encountered when flushing the filter introducer and deployment sheath. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. The device will be returned for evaluation.addendum: product evaluation revealed that the filter is kinked.

Manufacturer narrative:
Complaint conclusion: as reported, during use of a 5mm 180cm angioguard rx embolic capture guidewire (ecgw) system, prior to retracting the filter into the release sheath, it was realized that the release sheath was bent, and the filter could not be retracted in any way. A new 5mm 180cm angioguard rx ecgw system was successfully used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a procedure to stent the carotid artery. The vessel characteristics at the target site included mild calcification, mild tortuosity, and 80% stenosis. The device was stored and prepped per the instructions for use (IFU). The device was adequately flushed prior to attempting to load the filter and no difficulty was encountered when flushing the filter introducer and deployment sheath. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received inside a clear plastic bag. The device was unpacked for visual evaluation. The returned components include the delivery sheath, capture sheath, filter introducer, torquing device, ecgw system (inserted into the wire lumen of the delivery sheath), and a flushing syringe. The rest of the components were not returned for analysis. The filter was found stuck in the proximal end of the filter introducer. The guidewire exhibited a kinked condition at the proximal end of the filter. No other notable details were observed on the returned parts. Inner diameter (ID) and outer diameter (od) measurements of the filter were taken and were found within specification. The filter basket area was magnified using a vision system for evaluation. This inspection revealed that the filter struts were bent, and the membrane walls were kinked outward towards the distal end. The failure reported by the customer as ¿deployment (delivery) sheath~kinked/bent¿ was not confirmed, as the delivery sheath did not exhibit any kinked condition. However, the guidewire was kinked at the proximal edge of the filter. Additionally, the failure ¿filter basket~ kinked/bent¿ was confirmed. The filter struts bent and the membrane walls kinked outward towards the distal end. Additionally, the filter was stuck in the proximal end of the filter introducer. The exact cause of the observed condition could not be conclusively determined during the analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment.¿ the product analysis suggests that the event experienced by the customer could be potentially related to the manufacturing process. However, following the escalation notification, it was determined that, based on the criteria outlined in the distributed product risk assessment (dpra) procedure, the severity and occurrence do not pose an intolerable risk. Therefore, a new dpra is not required at this time.